Event description:
The customer reported that the autopulse platform sn (B)(4) did not retract the lifeband and displayed fault code 16 (timeout moving to take-up position) upon powering up. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint of "the autopulse platform sn (B)(4) did not retract the lifeband and displayed fault code 16 (timeout moving to take-up position)" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaints was the seized brake gap of the cabled drive train. A review of the autopulse platform archive revealed that frequent daily checks were performed by the customer, but the storage condition of the platform is not known. Storing the autopulse platform in a low humidity location could help prevent the brake gap from seizing. The high relative humidity most likely caused degradation of the mechanical components of the drive train to occur, leading to eventual brake seizure. During visual inspection, a damaged front enclosure was observed on the autopulse platform. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The front enclosure was replaced to address the issue. Based on archive data review, multiple fault code 16 messages were observed, thus, confirming the reported complaint. Unrelated to the reported complaint, user advisory (ua) 12 (lifeband not present) was also observed. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. The autopulse platform failed initial functional testing due to (ua) 16 (timeout during takeup), thus, confirming the reported complaint. Inspection found the brake gap to be seized, preventing the lifeband from being retracted, causing fault code 16. Ipa (isopropyl alcohol) was used to clean and un-seize the brake gap. After cleaning and adjusting the brake gap, the platform was tested using the 95% patient large resuscitation test fixture (lrtf) for 20 minutes without any fault or error. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(4).